Manufacturer narrative:
Granulomas that appear weeks to years after injection are known and widely documented reactions in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction in response to the filler, which is treated as a foreign body. Patient predisposition, trauma, vaccines, or infections are possible etiologies for this complication. Immune cells (macrophages) surround the product, inducing a destructive fibrotic process. Adequate treatment generally allows for a quick and effective resolution of these reactions, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
This event occured outside the USA, in germany. A doctor notified teoxane of an adverse event on (B)(6) 2024. A patient was injected on (B)(6) 2023 with 1.2 ml of teosyal rha 4 in the cheeks (0.4 ml), in the nasolabial folds (0.2 ml) and in the peri-oral region (0.6 ml). The injection was done with a 25g cannula. No signs of infection, no redness, no bleeding and no pain were observed, either directly or after the treatment. On (B)(6) 2024 the patient presented with granulomas in the left mandibular area of severe intensity.   On (B)(6) 2024 an MRI was done to rule out any other diseases, and a biopsy was done in the left mandibular. The diagnosis of histology confirmed a foreign body granuloma. Thus, the case was assessed as reportable to the health authorities. In the medical history, it is indicated that the patient had herpes labialis and was injected with teosyal rha 4 and teosyal puresense redensity 1 + 2, in the nasolabial folds, mesolabial, and peri-oral areas on an unknown date in 2022. On 05-feb-2024, we were informed that the patient received as medical treatment, four vials of hyaluronidases: - 150 i.u on (B)(6) 2024. - 150 i.u on (B)(6) 2024. - 300 i.u on (B)(6) 2024. - 150 i.u on (B)(6) 2024. At the time of this report, no additional information was obtained but evolution of symptoms is being monitored.